Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery one tensioning strand broke during final tensioning. It was further reported that the surgeon only used his hands to pull the sutures. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.